Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000156852.

Event description:
It was reported following an implant procedure on (B)(6) 2024 (manufacturer report number 3006705815-2024-04885) the patient experienced weakness on her left side of her body. Surgical intervention took place wherein the system was explanted to address the issue.